Event description:
It was reported that the patient had an infection and ¿had to self-catheterize because it caused bacteria.¿ it was stated that the patient had a residual bladder volume of 150-200ml. The patient had to take antibiotics. It was also reported that the patient could not feel stimulation. It was noted that the patient thought increasing stimulation would cause retention. It was also noted that during the trial, the patient had a residual bladder volume of 150-200ml after voiding (no change from trial to implant). The patient was unsure if she had 50% symptom relief because she had an infection. The patient increased stimulation from 1.1 to 1.6 volts on program 2 and felt stimulation in the bicycle seat area.

Event description:
Additional information received reported that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0ax75, implanted: (B)(6) 2013, product type lead. (B)(4).